Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to emergency room on (B)(6) 2020 due to hyperglycemia. Customer was assisted with troubleshooting. Customer been using the insulin pump system within 48 hours of high blood glucose level. Customer¿s blood glucose level was 576 mg/dl when taken to the emergency room and was 376 when left the hospital and the other blood glucose value was 600 mg/dl. Customer had treated herself with soda pop and in the emergency room was treated with intravenous insulin drip and ten units of novilin insulin. Customer stated that insulin pump had passed displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device primed properly. Device received with cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and pillowed keypad overlay. (B)(4).